Manufacturer narrative:
Correction: the initial MDR was filed in error. Per clinic, the patient and device in question belong to a different manufacturer. This report is filed (B)(4) 2012. Not a cochlear device.

Event description:
Per the clinic, the device may have been explanted, due to unknown reasons. There are no reports of patient injury associated with this complaint. More information has been requested, but has not been provided as of the date of this report, (B)(6), 2012.it is unknown if there are plans to reimplant the patient with another device.

Manufacturer narrative:
(B)(4).